Event description:
There was an allegation of analyzer alarms and questionable elecsys total psa results from the cobas e411 rack analyzer. The initial result was 0.014 ng/ml and the repeat result was 5.11 ng/ml. The customer was not certain which result was correct.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the sample/reagent tip plate adjustment was too far forward and found a dislodged tip in a reagent pack. He adjusted the tip plate, sample/reagent probe, gripper, reagent disk, reagent cap open/close assembly, and the mixing paddle. He ran diagnostic checks and performance testing, which was successful. The investigation determined that the service actions resolved the issue.